Event description:
It was reported that the remote monitor reader was smoking and had a burning smell that woke the patient during the night. It was noted that when examining the reader, there were black charred marks on the side and it was so hot the patient dropped the reader to the floor. The reader is unable to be returned because it was discarded. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis without the rf head. Analysis was unable to confirm the complaint and no defect was found. If information is provided in the future, a supplemental report will be issued.